Event description:
The hcp reported that the patient reported that her legs felt paralyzed when she increased the stimulation to cover her back pain. An x-ray was done in 11/2006 which revealed that the leads were positions in the epidural space at the mid-inferior aspect of t9. The patient has not been seen by the hcp since this time. The patient outcome is unk. Reference MFR report #6000153200800838.